Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's blower motor, sensor board, and system board were replaced to address the issue.

Manufacturer narrative:
Previously submitted report in section describe event or problem, "the device's blower was replaced to address the issues" was incorrect. It should be, the blower noise would not have affected therapy.